Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the avc-x needed reset and the software-controller needed programmed. The technician reset the avc-x and programmed the software-controller, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported blanking out on monitors and the touch panel to their hexavue custom room rack locked up. No report of injury or procedure delay.